Event description:
It was reported that the patient describes that the power sources lose contact to the controller even with one full battery and ac adapter attached. The facility performed a controller exchange, removed the controller and all six (6) batteries from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of batteries ((B)(4)) revealed that the devices failed to meet specifications. The batteries failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Analysis of the controller ((B)(4)) and batteries ((B)(4)) revealed that the devices met specifications. The devices passed visual examination and functional testing. The reported event was confirmed via log file analysis which revealed several occurrences of premature power switching events. Furthermore, a power disconnect alarm with a false fault value was logged; alarms of this type are most often attributed to a communication error. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controller and batteries. The most likely root cause of the power switching and critical battery alarms is a combination of batteries with a faulty internal cell pair and a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is five of seven reports (3007042319-2015-00451, 2015-00452, 2015-01772, 2015-01773, 2015-01774, 2015-01775 and 2015-01776) submitted for devices related to the same event.